Event description:
In a literature report entitled, "glaucoma tube-shunt surgery and corneal endothelial cells," there were two groups of patients studied, one group who had trabeculectomy surgeries only and a second group who had trabeculectomy surgeries combined with the implantation of glaucoma filtering shunts. The corneal endothelial cell counts of the two groups were measured preoperatively and postoperatively. The group that had the shunts implanted had a significant decrease in the cell counts compared to the group that did not have shunts implanted. No further information is expected.

Manufacturer narrative:
A sample device was not returned for evaluation. The devices remain implanted. No data regarding product/s identity was received i.e. No lot or serial number/s were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. No further information is expected. The manufacturer internal reference number is: 2015-22569

Manufacturer narrative:
(B)(4).

Event description:
In a literature report entitled, "glaucoma tube-shunt surgery and corneal endothelial cells," there were two groups of patients studied, one group who had trabeculectomy surgeries only and a second group who had trabeculectomy surgeries combined with the implantation of glaucoma filtering shunts. The corneal endothelial cell counts of the two groups were measured preoperatively and postoperatively. The group that had the shunts implanted had a significant decrease in the cell counts compared to the group that did not have shunts implanted.